Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On november 9, 2017, it was reported that the mesher grate was slightly bent at one end. On november 19, 2017, it was clarified that the issue occurred on (B)(6) 2017 during surgery. Another device was used to complete the surgery. There were no adverse events associated with the failure. There was a 1-15 minute delay to the procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on november 20, 2017 revealed that the calibration and test mesh could not be performed due to the bent comb. It was also noted that the ratchet was not lubricated. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 20, 2017 which included replacement of the comb and lubricated the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not be performed due to the bent comb. The root cause of the grate being slightly bent at one end cannot be specifically determined with the provided information. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the mesher grate was slightly bent at one end. The event occurred during surgery with no patient harm. There was an alternate device used in the event with a delay of about 1-15 minutes. No adverse events were reported as a result of this malfunction.